Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asfyf074 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by patient's father that he stained the bed with blood, and there is evidence of blood and saline coming out through the safestep 20g x 3/4 needle line. Line shows a failure in the union of the extension and the hub connection.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was four photographs which depicted a 20ga x 0.75¿ safestep safety infusion set. Usage residues were evident throughout the depicted device and the safety mechanism was engaged. One of the photographs depicted a closer view of the proximal end of the device. Damage and leakage were both visible at the luer/tubing joint. Damage was evident in the submitted photographs; however, inspection of the photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include material fatigue and sharp instrument contact. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by patient's father that he stained the bed with blood, and there is evidence of blood and saline coming out through the safestep 20g x 3/4 needle line. Line shows a failure in the union of the extension and the hub connection. Additional information received: ¿ has there been any impact on the patient/health professional? (Detail). A: to the patient, due to the change of device, it implies a new puncture. ¿ was another device inserted for continued treatment of the patient? A: yes. ¿ was your hospital stay prolonged due to the incident? A: no. ¿ has there been exposure to blood or chemotherapy to the mucous membranes or skin? A: yes blood on skin. If yes, was there a need for administration of prophylactic medication? A: there was no need.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was four photographs and one segment of digital video which depicted a 20ga x 0.75¿ safestep safety infusion set. Usage residues were evident throughout the depicted device and the safety mechanism was engaged. One of the photographs depicted a closer view of the proximal end of the device. Damage and leakage were both visible at the luer/tubing joint. The video demonstrated the infusion set being flushed using a syringe. A spraying leak was evident at the luer/tubing joint. Damage was evident in the submitted photographs/video; however, inspection of the photographs/video was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include material fatigue and sharp instrument contact.

Event description:
It was reported by patient's father that he stained the bed with blood, and there is evidence of blood and saline coming out through the safestep 20g x 3/4 needle line. Line shows a failure in the union of the extension and the hub connection. Additional information received: has there been any impact on the patient/health professional? (Detail). A: to the patient, due to the change of device, it implies a new puncture. Was another device inserted for continued treatment of the patient? A: yes. Was your hospital stay prolonged due to the incident? A: no. Has there been exposure to blood or chemotherapy to the mucous membranes or skin? A: yes blood on skin. If yes, was there a need for administration of prophylactic medication? A: there was no need.